Event description:
On (B)(6) 2012, an event involving the dehiscence of the cormatrix ecm for carotid repair was reported to cormatrix cardiovascular. The surgeon stated that (B)(6) days after the initial procedure, which involved a bilateral common femoral endarterectomy and patch angioplasty, the pt was re-explored for possible aneurysm formation. During re-exploration, the surgeon observed that one side of the ecm patch had separated from the native femoral vessel. The surgeon stated that the other side of the patch was intact and had showed early signs of remodeling. The surgeon removed that cormatrix ecm and replaced it with bovine pericardium. The surgeon stated that he did not believe this adverse event was due to a failure of the structural integrity of the ecm. The cause of the patch dehiscence is unk. Additionally, use of the cormatrix ecm for carotid repair in the femoral artery is not an FDA cleared indication.

Manufacturer narrative:
This is an off-label use of the cormatrix ecm for carotid repair, which is intended for use as a patch material for vascular reconstruction and repair of the carotid artery, including patch closure following carotid endarterectorny and suture line buttressing.